Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the audiologist, the patient experienced pain at the implant site. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on march 4, 2019.